Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event occurred on an unspecified date involving a ext set w/chemolock¿, chemolock port¿. The customer reported that the issue is recurrent (at least 5 or 6 times during patient use) with this device associated with nab-paclitaxel. A fresenius agilia pump alarmed indicating an upstream occlusion. Air bubbles were also observed in the tubing downstream of the filter. There was patient involvement and a delay of 5-10 minutes in therapy. The therapies were not completed because a certain percentage of the chemotherapy remained blocked in the bag at the end of the infusion, there were no problems with the pumps, the pumps were not replaced, the pump triggered an error message indicating ¿upstream occlusion¿, the air bubbles did not come into contact with the patients, the size of the air bubbles was approximately 5mm in diameter, an air filter was not used and there were no physical damages noted to the device. No one was harmed, no adverse events, and no blood loss.